Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set presented no flow after connecting the set to saline solution. This event occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. A flow rate test was performed with no obstruction found. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.